Manufacturer narrative:
The device was returned for analysis. The reported tip separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/stylet removal and/or during preparation for use inadvertent mishandling resulted in the reported tip material separation/noted inner member and tip jacket separations and ultimately resulted in the noted partially deployed (flowered) stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 5.50x150mm supera peripheral self-expanding stent system (sess) the tip of the sess was noted to be missing. The sess was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another same size supera stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.